Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the usm is evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive field service engineer (fse) and reported that the staff had issues with the patient clearance button on the universal surgical manipulator (usm)1. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator (roco) and obtained the following additional information: the roco said usm 1 was disabled, and the procedure was completed robotically with no injury /harm to the patient.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned and evaluated by the failure analysis (fa) team. During failure analysis, the usm was tested on an in-house system in normal mode where the tornado buttons were unresponsive. The unit was also tested on a patient side cart (psc) fixture test platform (pftp), where the insertion buttons test failed. Upon further inspection, fluid intrusion was discovered on the axes controller spar button board (acsb)3 pca. A golden acsb3 printed circuit assembly (pca) was installed, and the usm passed testing.